Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received from the FDA a copy of the customer's medwatch report which states: " fentanyl was noted to be leaking from microbore tubing that had a smartsite extension filter. Complete set change carried out. No adverse impact to baby noted."